Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms multiple times during bolus delivery. The customer also reported that they received another pump error alarm during self test. The customer's blood glucose was unknown at the time of incident. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count time values or changes incorrect or detects movement in hall sensor counts alarms noted. The motor was tested outside of the device and passed. However, hardware low level failures alarm variable info 3 was confirmed in the insulin pump history due to cold solder joint on the u1 keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.